Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer was able to load a cartridge and resume insulin delivery. Customer reported that they experienced an elevated blood glucose (bg) level of 428-429 (mg/dl) with possible diabetic ketoacidosis, and administered a bolus to treat their bg level. Reportedly, the customer then noticed that the cartridge and tubing were leaking. The customer loaded a new cartridge and performed a 29 unit load fill tubing sequence. Reportedly, the customer's bg level was 160 (mg/dl) after changing the cartridge and performing the load fill tubing sequence, but decreased to 20-29 (mg/dl) within 2 hours. Customer could not confirm if they were connected to the infusion site when the load fill tubing sequence was performed, and review of pump data confirmed that there were no bolus deliveries during this time frame. The customer was then taken to the hospital where they were treated with intravenous fluids and glucose. Customer was released from the hospital on (B)(6) 2016, and reverted to insulin pen injections for diabetes management. Review of pump data by tandem technical support showed that the customer had reduced their basal and carbohydrate ratio settings on (B)(6) 2016, and did not show any cartridge alarms for the event date of (B)(6) 2016. Reportedly, the cartridge on the pump prior to the unexpected reset had been in use for 5 days with humalog insulin. Customer was reminded that humalog is indicated for use up to 48 hours.